Manufacturer narrative:
(B)(4).

Event description:
A patient who had an implantable neurostimulator (ins) for post lumbar laminectomy syndrome reported on (B)(6) 2015 stating that they had their stimulation inactivated because the pain was unbearable when they walked. They were going to have it removed. Follow up efforts have been initiated to obtain mitigation effort details and whether the issue had resolved. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the consumer was received. It was clarified that there was not a device concern or change in therapy. The issue started a couple years ago. The unit would protrude outside of the hip area and surrounding areas which caused extreme/chronic 24/7 pain. The more the patient walked, the more it (the unit) caused pain. The left leg would get heavier and then, if the unit was touched after an errand day of routine grocery shopping, it would make the patient's legs "drop nearly falling to the ground". Pain medication couldn't even stop the pain. The patient stopped taking steroid/lidocaine shots and less medication. In turn, the patient felt it more than before. The patient was ready (mentally and physically) to have the unit removed by the doctor on (B)(6) 2015.

Manufacturer narrative:
(B)(4)

Event description:
Additional information was received from the consumer to clarify the report of the device was inactivated due to pain when walking. The past four years after the patient had deactivated the implantable neurostimulator (ins), the unit itself moved around the patient hip to buttock and it started being uncomfortable. The patient began to experience pain while walking, which made the patient left leg heavy and increased pain. After just going to the grocery store, it was painful just touching the unit. The patient felt as if, when touching the unit while walking, her leg was dropping. It was noted that the patient had postponed having the ins removed. It continued to get worse, so the patient started physical therapy. The patient had thought she needed physical therapy and it may have been related to previous surgeries. It was further reported that physical therapy did not help, so the patient had the device removed. If additional information is received, a follow up report will be sent.